Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: the product was received in a zip lock bag. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The customer's complaint was not verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced a hyperopic miss of 0.5 off near vision after the implantation of lens model, zxr00 multifocal iol (intraocular lens) in his right eye (od). As a result, lens was explanted and replaced with the same model, a 17.0 diopter lens. It was also noted that patient is doing fine post op. No additional information provided.